Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small uterine perforation posterior - complication of essure procedure insertion"), death ("death") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multi gravida, parity 3 (three live births ((B)(6).) And miscarriage. Ethnicity- other (white). Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2010 for contraception as well as ketorolac tromethamine (toradol) since 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation/ bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagina) / abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract / urinary tract infection"), vaginal infection ("infection vaginal / vaginal infection"), emotional distress ("emotional distress"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes / bladder problems") with bladder pain, migraine ("migraines / headaches"), rash ("rashes/ skin conditions"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), renal pain ("kidney area pain") and back pain ("back pain"). Death occurred on (B)(6) 2017. Essure treatment was not changed. By the time of death, the uterine perforation, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, emotional distress, urinary tract disorder, bladder disorder, migraine, rash, tooth disorder, nervous system disorder, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, renal pain and back pain outcome was unknown and the menorrhagia had not resolved. The reporter considered back pain, bladder disorder, cystitis, death, dysmenorrhoea, emotional distress, fatigue, genital haemorrhage, menorrhagia, migraine, nervous system disorder, rash, renal pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: the essure devices were placed without difficulty. Three coils were seen trailing on the left side and 2 coils on the right side. Diagnostic results: essure confirmation test was performed but details were not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet and medical record was received. Reporter information was added. Event added: essure confirmation test not conducted. Essure was not removed. Incident. This case refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted. Upon receipt of follow-up information, it was informed that plaintiff had deceased (death nos) with no further information provided besides that death occurred approximately 7 years after essure insertion. The company is unable to confirm the medical content of reported death since it was received via litigation process. The case was regarded as incident due to an uterine perforation during essure insertion procedure. Essure had not been removed by the time of death. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small uterine perforation posterior - complication of essure procedure insertion"), death ("death") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth (three live births (1994, (B)(6) 2003 and (B)(6) 2009).) And miscarriage. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2010 for contraception as well as ketorolac tromethamine (toradol) since 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation/ bleeding"), vaginal haemorrhage ("abnormal bleeding (vagina)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), emotional distress ("emotional distress"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") with bladder pain, migraine ("migraines / headaches"), rash ("rashes/ skin conditions"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), renal pain ("kidney area pain") and back pain ("back pain"). Death occurred on (B)(6) 2017. By the time of death, the uterine perforation, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, emotional distress, urinary tract disorder, bladder disorder, migraine, rash, tooth disorder, nervous system disorder, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, renal pain and back pain outcome was unknown and the menorrhagia had not resolved. The reporter considered back pain, bladder disorder, cystitis, death, dysmenorrhoea, emotional distress, fatigue, genital haemorrhage, menorrhagia, migraine, nervous system disorder, rash, renal pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: the essure devices were placed without difficulty. Three coils were seen trailing on the left side and 2 coils on the right side. Diagnostic results: essure confirmation test was performed but details were not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pmf and mr received. Information added: new reporter, patient demographic information, relevant history, concomitant drug. New events added: small uterine perforation - complication od essure insertion, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal), emotional distress, bladder or urinary problems or changes, rashes or skin conditions, death, dental problems, neurological conditions or problems, dysmenorrhea (cramping), vaginal discharge, fatigue and weight loss, lower abdominal pain, bladder pain, kidney area pain and back pain. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. This case refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted. Upon receipt of follow-up information, it was informed that plaintiff had deceased (death nos) with no further information provided besides that death occurred approximately 7 years after essure insertion. The company is unable to confirm the medical content of reported death since it was received via litigation process. The case was regarded as incident due to an uterine perforation during essure insertion procedure. Moreover, there is no available information whether essure removal was performed or not. Further information will be obtained through the litigation process.